Event description:
The customer reported a failure to acquire ECG lead 6 during a 12 lead ECG. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported a failure to acquire ECG lead 6 during a 12 lead ECG. There was no negative pt impact. The device was sent to the philips bench for eval. The issue was reproduced and the issue was isolated to the ECG leads and trunk cables. The ECG leads and trunk cables were replaced. The device passed all testing and was returned to the customer. We cannot determine the cause of the malfunction as multiple parts were replaced.